Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant procedure, the guidewire could not be removed from the lead tip. The lead was not implanted. The patient was stable.